Manufacturer narrative:
A review of the device history record did not produce any findings relevant to this report. (B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was identified; a follow up report will be submitted with the lot history record review information.

Event description:
Subsequent to the inital medwatch additional information received indicates that the physician who attempted vessel closure using the proglide device is still in the training process, not yet certified.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery following a carotid interventional procedure. Reportedly, during suture retrieval, the sutures did not come back with the system and manual compression was applied for 20 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.